Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 550 mg/dl. The customer treated the high blood glucose readings with shots. The customer stated that she had symptoms such as being nauseous and her heart racing. The health care provider stated that the patient had high blood glucose readings and ketones in her urine. The customer was released after her blood glucose readings went down.